Manufacturer narrative:
Broken reservoir tube lip, cracked battery tube threads and scratched display window noted during visual inspection. Unable to prime during prime/a33 alarm test and motor error alarmed during occlusion test due to faulty fsr(gold). Motor tested ok. Pump passed displacement test. Noe70 alarm noted in alarm history. No moisture damage noted during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error alarm and motor error alarm. The insulin pump was exposed to magnetic field. The blood glucose at the time of the incident was 90 mg/dl. Troubleshooting was performed. The device was returned for analysis.